Manufacturer narrative:
No button error alarm was noted. The insulin pump was received with intermittent button response, due to moisture damage keypad trace. The device was also received with minor scratches on the lcd window, a cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and a cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 155 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.